Event description:
Facility reported an internal blood leak (4th use). Estimated blood loss 300cc. No medical intervention. The dialyzer was discarded by the facility. Medwatch field on the blood loss.